Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during an internal fixation surgery, for removal of periloc large frag proximal femur plate, the 4.7mm hexdriver being used to remove large screw heads had broken distally. As the screwdriver was being used in a removal, an audible sheering sound was made and small piece of metal was removed from the 4.7mm hexdriver. Also, a closer inspection of where the instrument failed was not able to occur for special precautions for patient with hiv. Nevertheless, all the broken pieces were retrieved, accounted and removed with pickups. Surgery was resumed, without any delay, with a competitor device. Patient was not harmed, or further complications reported.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation but the pictures were reviewed, and the failure mode was confirmed. A review of complaint history of the previous 12 months revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. The contribution of the device to the reported incident could be corroborated as it may have occurred due to its extensive use. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.